Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 2120f vena cava filter allegedly experienced perforation of the ivc. This information was received from various sources. Both malfunctions involved patients with no reported consequences. One patient was reported as a 50-year-old male weighing 250 lbs., the other patient¿s age, weight and sex were not reported.

Manufacturer narrative:
H10: the lot number for the malfunctions were not provided. The devices have not been returned for evaluation for both of the malfunctions; however, medical records were received and reviewed for one of the malfunctions. One investigation is confirmed for perforation of the ivc and the other malfunction is inconclusive for perforation as no objective evidence has been provided to confirm the allegation. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the malfunctions were not provided. The devices have not been returned for evaluation for both of the malfunctions; however, medical records were received and reviewed for one of the malfunctions. One investigation is confirmed for perforation of the ivc and the other malfunction is inconclusive for perforation as no objective evidence has been provided to confirm the allegation. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 2120f vena cava filter allegedly experienced perforation of the ivc. This information was received from various sources. Both malfunctions involved patients with no reported consequences. One patient was reported as a (B)(6)-year-old male weighing (B)(6). The other patient¿s age, weight and sex were not reported.